Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An angiographic wire was used during a procedure. It was reported that green coating came off after the wire was withdrawn from the patient. The coating was noted on the 4 x 4 wipe during the procedure from the exchange wire. The wipe was wet with normal saline solution. The patient is alive with no injury. Heparin flush solution was the only substance used on the device when wiping. Nothing has changed at the account in regards to how devices are wiped down. Devices are stored on a hook behind the door in the cath lab.

Manufacturer narrative:
Correction: notify date updated to (B)(6) 2019 as this was the date that it was confirmed that there was one occurrence of the event. Prior to this it was unknown how many times the event had happened. If information is provided in the future, a supplemental report will be issued.